Manufacturer narrative:
Return requested. The suspect spinous process short clamp was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the spinous process short clamp could not be opened or unlocked. The clamp was fixed to the patient's spinous process l5 when the clamp could not be released. The internal screw for opening the mechanism was broken. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date provided. Also, the part was not discarded as initially reported and was instead returned for evaluation (see below). Additional information: a medtronic representative reported that they were able to use another instrument to push from the other side to open the device. The hardware investigation of the returned clamp found that the reported event was related to a physical damage issue caused by the user. The retainer ring on the tip of the adjustment screw had been pulled off and was missing. The ring was pulled off when the adjustment screw was turned farther than the design would allow when opening the clamp. The clamp was in otherwise good condition. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.